Event description:
Cable tensioner were not functioning properly. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.